Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to urethral atrophy the patient had his artificial urinary sphincter (aus) cuff removed and replaced. The 5.5 cm cuff was explanted and a new 4.5 cm cuff was implanted. Should additional information be received, a supplemental report will be submitted.